Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the 2.5mm x 8mm quantum maverick balloon catheter was simply removed completely.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The 88% stenosed target lesion was located in the left anterior descending artery (lad). A 2.5mm x 8mm quantum maverick balloon catheter was advanced to dilate the lesion. However, the shaft was fractured when the device was used at the second time. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. There was blood in the wire lumen. The hypotube shaft was completely separated 60.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube kinks. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the corewire and the distal tip presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 88% stenosed target lesion was located in the left anterior descending artery (lad). A 2.5mm x 8mm quantum maverick balloon catheter was advanced to dilate the lesion. However, the shaft was fractured when the device was used at the second time. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.